Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to broken tubing. No other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. Partial separations, surrounded by abrasion, were noted on the inlet tube of the pump. These were not sites of leakage. A separation was noted on the shorter exhaust tube of the pump near the strain relief junction. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. A failure of the back pressure test was noted with the pump as the balls in the pump failed to seat properly. Additional observation of the pump was performed. It was determined that foreign material was noted in the spring/ball and seat component of the pump. A separation was noted on the bladder of cylinder 1. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. No functional abnormalities were noted with cylinder 2. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the shorter exhaust tubing near the strain relief. A separation of this type could then allow the loss of fluid, making the device inoperable. During review of the returned pump, it was concluded that the foreign material noted in the spring/ball and seat component of the pump resulted in the failure of the back pressure testing. Because these components were released according to manufacturing and quality control procedures, it was concluded that the foreign material observed most likely entered the system after the device packaging was opened. Failure of this test was not associated with the cause of the reported device malfunction. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 1 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.